Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3887-33, lot# j0333766v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Information received from a consumer reported shocking and a loss of therapy. The consumer met with her doctor a couple weeks prior to (B)(6) 2015 and was instructed to meet with a manufacturer representative (rep). The consumer stated that when she turned stimulation on the implant made the pain 50 times worse. The consumer wanted to make an appointment with a rep. The consumer was to follow-up with her health care provider to coordinate an appointment with a rep. The issue occurred during use and began in 2014. Additional information received from the health care provider reported that reprogramming was done to resolve the pain getting worse when turning on the implant. The cause of the pain getting worse was diabetic polyneuropathy. Additional information received from the consumer reported that she saw her physician and the rep on (B)(6) 2015 and was to have an x-ray on (B)(6) 2015. The consumer's indication for use was noted to be spinal pain.